Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, due to skin overgrowth at the implant site. The patient was placed under general anaesthesia and skin at the implant site was debrided. Following the procedure, the patient was placed on topical antibiotics and steroids.